Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the 88.8 was missing when a full display check was performed. Meter memory was checked and results were displayed in the memory but the display is faint. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated and the code key adapter was found to have bent contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.